Manufacturer narrative:
Event site name: - (B)(6) hospital. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled tm. As it was stated, the spring arm with cupola detached form the suspension arm and fell. There was no medical intervention required, no injury or permanent damage to the body structure reported. We decided to report the issue in abundance of caution as any parts falling onto a patient or user may cause contamination or serious injury in case of reoccurrence.